Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for 6 of 6 of the accolade stem/ lfit v40 anatomic head combination, revised due to trunnion fracture. An article by hip international, "catastrophic failure of the accolade I hip arthroplasty stem: a retrieval analysis study" presents a study of 10 accolade I stems (6 with lfit v40 anatomic femoral heads, 4 with mitch metal on metal heads) which were revised due to trunnion failure. Results include "the hips were revised for either trunnion dislocation...or trunnion fracture. A characteristic destructive wear pattern of the femoral taper (trunnion) a "bird beak" appearance was present in all stems...[for constructs with accolade I stem and lfit v40 anatomic heads] all the pe liners showed severe scratching and numerous metal particles embedded in the bearing surface...this observation indicated that after dissociation of the stem taper occurred, it wedged in the rim and bearing surface of the liner...tissue staining or metallosis reported clinically was confirmed in all the cases...the modular lfit heads showed severe wear of the bearing surface as well as extensive erosion and fretting corrosion in the taper..."